Event description:
It was reported that during an unknown procedure the device jammed on the second to last firing. Surgeon could not open device to perform the last firing. New stapler gun was opened to complete case. No delay to procedure. No adverse event to patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device deliver any staples or a cut line before it jammed? - no. Was the device closed on tissue when it would not open? If yes, how was the device removed? ¿ no, surgeon had to manually override to open. The analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The instrument was tested for functionality in the straight position with a test cartridge reload and then, the knife only advanced few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, the pawl bailout was found to be damaged and engaged with the drive bar. It prevented the device from firing; however, it could not be determined what may have caused this condition. The device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.